Event description:
A report received from germany stated an 840 ventilator experienced a loss of breath delivery (bd) to graphical user interface (gui) communications. There was no pt involvement.

Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the bdu printed circuit board (pcb). The cse performed extended self-testing on the device and all tests passed. (B)(4).